Event description:
The customer reported via phone call that they have been experiencing high blood glucose and no delivery alarms. The customer stated their high blood glucose would be resolved by changing the infusion set. Customer reported their blood glucose rising to 434 mg/dl. Customer reported changing the infusion set and their blood glucose declining to 95 mg/dl. Customer's current blood glucose was 108 mg/dl. The customer stated they would treat their blood glucose with the insulin pump. Customer also reported a sore, burning sensation when treating themselves with insulin. The customer declined to remove their infusion set at the time of the call. Customer was advised to complete a set change. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.